Event description:
New information received notes that the lead was capped and replaced.

Event description:
It was reported that the patient presented in clinic for a normal follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. Patient to be monitored.

Manufacturer narrative:
Following fields deleted: event location other.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.